Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small cut. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff was leaking air after the patient was reintubated.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report the cuff was leaking air after the patient was intubated. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.